Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was previously at 500 mg/dl before the low. The customer was at 346 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident and was taken off the pump at the emergency room. The caller stated that either the set was occluded or the customer may have double dosed themselves. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.